Manufacturer narrative:
Investigation summary: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Although the condition is confirmed its impact on the efficiency of the tube is limited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: chunky edta lumps sometimes seen in tubes